Event description:
Boston scientific received information that this pacemaker was interrogated and indicated it had 0.5 years of life remaining and a magnet rate of 100. The patient was brought in for a change out procedure and the device indicated 2 years of life remaining and no programming changes were made. The physician decided to explant the device. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was programmed to dual chamber paced, sensing, and response to sensing (ddd) with the autocapture feature turned on. The daily measurements noted an increase in threshold measurements from 1.1 to 2.7 volts and three instances of retry over the last year. During a follow up visit several months ago, the programmer may have seen a threshold high enough to cause a suspend voltage that would put the device into the second current bin and subsequently lower the remaining longevity; however, the device will not update the magnet rate until the next charge time comes along. At the next follow up, the threshold measurements were most likely low enough to lower the suspend voltage and put the device back into the first current bin with a longer longevity.